Event description:
Baxter (B)(4) received a report that an infusor had a large air bubble. The device was filled with a 230-ml solution of fluorouracil and 5% dextrose. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of an air bubble was confirmed. Visual examination of the sample noted the inside of the stress-member column was filled with fluid half-way (resembling a large air bubble). A functional leak test revealed the air bubble did not effect functionality of the device. The root cause was determined to be the stress-member plug being uneven causing solution to get inside the stress member. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.